Event description:
Customer reports discrepant results with meters compared to lab. Patient #6. Date: (B)(6) 2010. (B)(6) inratio meter: lot #232171 - 3.1; lot #236690 - 3.3. (B)(6) inratio meter: lot #232171 - 3.2; lot #236690 - 3.2. Lab: 2.36. (B)(6) are the initials of the nurse using two different meters. These were the only identifiers the customer could provide.

Manufacturer narrative:
Investigation pending.